Manufacturer narrative:
The insulin pump was received with currents in specifications. No blank display. The lcd board on the device was ok. The insulin pump had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display despite battery changes. Customer also received a battery out limit alarm. Customer's blood glucose reading at the time of the call was 14.1 mmol/l and has treated with the insulin pump. Self test was performed and passed. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.